Event description:
Medtronic received information that following the implant of this mechanical valve, a fragment of the rim fabric was found to be loose. The valve was explanted and another mechanical valve one size smaller was implanted with no adverse patient effects reported.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the orifice was broken along the rim. After the carbon subassembly was cleaned and dried, the leaflets were fully mobile. During examination of the sewing ring, it was noted that the cuff was cut and two additional small cuts were found on the rim of the cuff. The sewing cuff measurements met specification. Because the orifice was broken, no attempt was made to disassemble the carbon subassembly. As a result it was not possible to complete a visual analysis of the individual carbon components or obtain their as-returned dimensions. The roundness of the stiffening ring was within specification. Conclusion: it was reported that the orifice was broken during explant. Based on the information received, analysis concluded that the cuts on the cuff are consistent with cuffs that had been cut with a scalpel during implant or explant. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.